Event description:
The customer reports the guidewire broke while in the patient. Guidewire finally removed entirely without any further complications.

Manufacturer narrative:
(B)(4). The customer returned guide wire and lidstock for evaluation. Visual inspection revealed the core wire was broken adjacent to both the distal weld, the distal weld was not returned. The guide wire contained one distinct kink. The guide wire contained one distinct kink 223 mm from the proximal end. The total length of the core wire measured to be 430 mm which indicates at least 20 mm was separated and not returned. The outer diameter of the overall guide wire measured to be 0.610 mm which is within specifications of 0.610-0.635 mm per product drawing. A manual tug test confirmed the proximal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide. " the reported complaint of a separated guide wire was confirmed by complaint investigation. The core wire broke adjacent to both the distal weld. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable ra te for separated guide wire complaints. Based on these circumstances, use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The device (catalog # nl-01618-hmc) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports the guidewire broke while in the patient. Guidewire finally removed entirely without any further complications.